Event description:
It was reported that during surgery screwdriver was not locking properly and felt wobbly, while loading first screw. The screwdriver was not engaging properly while loading the second screw . At the end of procedure, unable to take components of one screwdriver apart. The procedure was completed successfully using back-up device. No adverse consequence to the patient was reported.

Manufacturer narrative:
Correction: lot # corrected to 11a25. Method: visual inspection, functional inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the customer reported event of was not confirmed as the reported complaint could not be duplicated during functional testing. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. A visual inspection was performed and no visual non-conformances were identified. A test screw was loaded onto the fully assembled screwdriver. The screw was tight with no wobble noticed. The screw was driven in and out of a test block with no issues. The device functioned as expected, the reported complaint could not be duplicated. Conclusion: as the reported complaint could not be duplicated during functional testing and the device functioned as expected, a definite root cause cannot be determined. Possible root causes include incorrect alignment, screwdriver not assembled properly, or damaged screw.

Event description:
It was reported that during surgery screwdriver was not locking properly and felt wobbly, while loading first screw. The screwdriver was not engaging properly while loading the second screw . At the end of procedure, unable to take components of one screwdriver apart. The procedure was completed successfully using back--up device. No adverse consequence to the patient was reported.